Manufacturer narrative:
Section f: this section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection found that the inner needle stuck out of the catheter tube. A review of the manufacturing and inspection records for the last six months was conducted with no relevant findings. A review of the device history records for the last six months was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. It is likely that the inner needle was unexpectedly reinserted into the catheter during withdrawal of the inner needle. The device labeling does address the potential for such an event in the instructions-for- use (IFU): (1) "do not attempt to re-insert a partially or completely withdrawn needle." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Pat. Prob. Code: 2462 - labeled dev. Prob. Code: 3088 - labeled dev. Prob. Code: 947 - labeled dev. Prob. Code: 1670 - labeled

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: (1) the nurse injected the IV catheter (surshield surflo) into the patient; (2) after the IV catheter reached the vessel, the nurse pressed on the vessel by the finger; (3) when the nurse was withdrawing the inner needle, the nurse felt a pain in the finger; (4) at that time the nurse saw blood coming out from the punctured site; (5) the nurse immediately pressed the punctured site and then pulled out the whole catheter unit including the inner needle; (6) the nurse saw that the inner needle stuck out of the catheter tube; (7) it was reported the nurse felt slightly something was not normal during the withdraw of the inner needle; (8) when she was withdrawing the inner needle she was pressing the area just near the inserted site; and (9) the nurse is under observation.